Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Trend analysis: review of all complaints of (B)(4) (fluid leak) for the period of (B)(6) 2019 through (B)(6) 2021 related to date opened indicates that seven points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.